Manufacturer narrative:
Concomitant medical products: product ID: dtma1qq crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead possibly exhibited far field r-wave (ffrw) oversensing, evidenced by an atrial event that did not appear to be a true p-wave. The lead remains in use. No patient complications have been reported as a result of this event.